Event description:
The account's maintenance stated, with no weight on the bed, he can turn the bed exit on and red led is lit solid. Bed exit is not alarming. He unplugged the bed exit switches and the red led flashed and the alarm went off.

Manufacturer narrative:
The account found the bed exit sensors were staying closed. He replaced the bed exit sensors to repair the bed.